Manufacturer narrative:
The reason for this revision surgery was to remedy a torn rotator cuff after 2.9 years of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. (B)(4). The root cause for the torn rotator cuff was not determined with confidence, but most likely due to the patient falling and not due to the implanted devices. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the pt converted from a hemispherical to a reverse shoulder prosthesis due to ruptured rotator cuff; not a product failure.